Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a defective display; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary, or adverse reaction in association with this event. Patient involvement is unknown. This involved a colleague infusion pump with a user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the defective display was assigned to lines on the main display.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a defective display was confirmed and reproduced. An assignable root cause could not be identified. The main display was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.